Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and found the issue with power supply. Replaced the power supply provided by customer. Checked functionally found ok. Handed over the machine in good working condition.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, the following field is added from e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) not switching on mains. There was no patient involvement.